Event description:
The customer reported that the knife would not retract and the jaws could no longer be opened. There was no patient injury. The site contact reported, they have no additional information.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.